Event description:
It was reported that the log files were submitted for evaluation concerning driveline power fault alarm. The patient had a driveline power fault alarm. It appeared that the event log file recorded a driveline power fault on 06may2026 at 20:42:53. Motor function was not affected by this event. The system controller and modular cable was exchanged. The log files were submitted after the exchange. The debris was removed from the line before disconnecting. It appeared the event log file continued to record driveline power fault events associated with (f4) pwr_a_broken. Motor function was not affected by these events. The reoccurrence of these events indicated that connectivity along one of the power conductors within the driveline degraded. The site requested for a pump cable cleaning. The driveline power fault alarm was permanently silenced. The connector was cleaned with isopropyl alcohol and debris were removed. They submitted log files post cleaning the connector twice but there was no resolution to the driveline power faults a line.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.